Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had display anomaly. Customer stated that screen started almost like a static-y lines across screen and almost like it has a black and white filter and mostly just white and cannot read words on screen very cloudy like a smoke fill as insulin pump was bumped. Customer's current blood glucose was not given. Customer advised to discontinue use of the pump and revert to backup plan. Customer performed troubleshoot for issue but screen went blank. Insulin pump will be return for analysis.

Manufacturer narrative:
The device received with missing segments and partial display due to severe corrosion on all electronic assemblies. Unable to perform displacement test and selftest due to missing segments and partial display. The device received with moisture damage on motor assembly and corroded force sensor assembly.